Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason for explant was presbyopia. The iol was exchanged for non-company monofocal lens model 04 months 11 days following the initial implant procedure. As per surgeon opinion product did not cause or contributed to event. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. The lens was returned in a specimen cup. Solution was dried on the lens. The optic had deep split/cracks in the central optic zone. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed, and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. Each lens is subjected to a 100 percentage assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that in the surgeon's opinion, the product did not cause or contribute to the event. The file indicated that the multifocal toric company 15.5 diopter (1.50cyl), add power +2.2 and 3.2 lens model was exchanged for a non-company, non-toric, monofocal, 15.0 diopter lens model. Due to the exchange of a multifocal toric lens to a monofocal non-toric lens, the replacement lens may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).